Event description:
A customer contacted beckman coulter inc (bci) regarding a high glucose (glum) result generated by the unicel dxc 800 pro synchron clinical systems for a single pt sample. A pt sample was tested for glum and a result of 481 mg/dl was obtained. The sample was retested 3 times for glum and the repeated results were: 81 mg/dl, 79 mg/dl, and 81 mg/dl. The original result was amended. No add'l info regarding this event is available. It is unk if treatment was affected.

Manufacturer narrative:
Based on the event log data, no instrument errors were associated with the high glum, result. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced glucose stirrer motor. The stirrer motor was sent to bci for eval: testing of returned motor has not yielded any failures through 11,250 cycles of testing. No stalls were observed either. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.